Manufacturer narrative:
Evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. "No disposable clamp tubing" alarms were not observed when the pump was attached to a cassette. The customer reported problem could not be duplicated. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm. No adverse effects reported.